Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. After investigation, a tear was found on the exposed portion on the soft cannula. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. The pod was received with no evidence of blood on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 250 mg/dl, while wearing the pod on the abdomen between 4 and 24 hours. Multiple corrections were administered using the pod, but the bg levels did not decrease. The site was noted to be bruised after pod removal. No information was provided on how the hyperglycemia was treated.